Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise that led to noise reversion alerts and was reproducible via pocket stimulation. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was alleged to have been fractured prior to the capping procedure on (B)(6) 2019.